Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. The customer troubleshot with technical support. The customer replaced the battery to address the issue and the ventilator was returned to use.

Event description:
It was reported that while in use the ventilator beeps indicating that the battery is bad. There was no patient harm reported. The event date was not specified; estimate used.